Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device displayed multiple occlusion error messages which resulted in elevated blood glucose levels. The patient felt unwell and was vomiting. She was hospitalized with diabetic ketoacidosis. The patient was treated with saline and insulin. The blood glucose results at the hospital were not provided. The patient was released from the hospital on (B)(6) 2019.